Manufacturer narrative:
Additional information: on 10/17/2019, mentor became aware that the correct explantation date is (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the correct explantation date is (B)(6) 2012 as originally reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch mw5088490 that a (B)(6) year-old caucasian female underwent breast revision surgery with unspecified saline mentor breast implants and experienced bilateral deflation post-operational. As a result the patient underwent bilateral device removal and replacement with 425cc mentor memorygel breast implants, catalog number: 3504251bc, serial numbers: (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2012. This report is for the patient's right-sided device.